Event description:
It was reported that the customer had a blood glucose level of 50 mg/dl. The customer believed her low blood glucose level was due to physical activity. The customer also stated she had been experiencing sensor calibration issues and had difficulty uploading her sensor readings. Standard troubleshooting was performed. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.